Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms upon connection to a replacement pacemaker during a routine device changeout procedure. Pacing impedance measurements were noted to be 300 ohms with the lead connected to the previous pacemaker and when connected to another manufacturer's pacing system analyzer (psa). Lead insulation damage was observed. Boston scientific technical services (ts) recommended lead replacement. The physician opted to repair the lead. This lead remains implanted and in service and the physician plans to continue monitoring. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. The patient did not experience asystole as a result. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.